Event description:
It was reported the system had an intermittent fluoroscopy x-ray failure. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.